Event description:
(B)(6 )results were obtained on a patient sample. The patient sample was tested on two lot numbers. The patient sample was tested on the riba method and the result was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00188 on july 21, 2014. On 08/26/2014 additional information: the innolia method was used to test the patient sample and not riba. Data was not provided for the innolia method. In this case, the patient was known to be (B)(6) in the past. The medical history of the patient and the date of infection have not been provided. It was reported that the patient was not currently infected. The patient sample was requested for further testing. However, the customer did not have any sample left to confirm the initial results. The cause cannot be determined as the patient samples is not available for further testing and investigation

Manufacturer narrative:
The cause for the (B)(6) is unknown. Siemens has requested the patient sample for further investigation. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (b)64)test result does not exclude the possibility of exposure to or infection with (B)(6). Antibodies may be undetectable in some stages of the infection and in some clinical conditions."